Manufacturer narrative:
This event is reported at this time based on analysis findings which indicated a possible reportable device event. H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): a concerto coil was returned for analysis within a shipping box; within sealed biohazard pouch; within an opened concerto implant coil outer carton and within an opened concerto implant coil inner pouch. The unknown micro catheter used in the event was not returned. The implant coil was returned with introducer sheath. Visual inspection/damage location details: the concerto coil pushwire was found to be broken but retained by release wire at break indicator. The implant coil was found to be detached and not returned. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and the reported information, the customers report of ¿coil resistance/stuck in cath¿ was unable to be confirmed. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. The model or lot number for the unknown catheter were not provided; therefore, compatibility could not be assessed. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that concerto coil stuck and encountered resistance at the catheter middle section. It was unknown if the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported that the coil had come out of the introducer sheath smoothly. A new device was used to successfully complete the procedure. The catheter used was not a medtronic device.